Event description:
It was reported that during the index procedure, the patient received a resolute integrity (rx) drug eluting stent to treat a lesion in the proximal lad. It was reported that 5 days post index procedure the patient died after being taken to hospital by ambulance. Cec assessed the event as cardiac death because it was a sudden death of unknown cause

Manufacturer narrative:
Patient had a history of hyperlipidemia and previous stroke. Index procedure was prompted by stable angina.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (death). Evaluation conclusions: inherent risk of procedure ¿ (death). (B)(4).

Manufacturer narrative:
Additional info received: reported that during index procedure another 2 resolute integrity drug-eluting stents were implanted, one in the lad and one in the 1st diagonal.